Event description:
During the procedure, two retrievers were used for a left middle cerebral artery occlusion; two passes were made with the subject device and two with another retriever. The following day increased hemorrhagic information was confirmed at the occluded area. 39mg of tissue plasminogen activator (t-pa) wad administered intravenously.

Manufacturer narrative:
Device will not be returned.

Event description:
During the procedure two retrievers were used for a left middle cerebral artery occlusion; two passes were made with the subject device and two with another retriever. The following day increased hemorrhagic information was confirmed at the occluded area. A 39mg of tissue plasminogen activator (t-pa) wad administered intravenously.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, stroke is noted as a potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.